Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle had a ¿bellow shaped¿ tip. The issue happened during an unspecified procedure. The subject device was ¿used as is¿ and the procedure was completed. There were no reports of patient harm.